Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a right arteriovenous fistula post leadless implantable pulse generator (ipg) implant. Follow up revealed the introducer was noted to have contributed to the fistula. The device remains in use. The patient is a participant in the (B)(6) micra study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.